Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out-of-range shock impedance measurements in the 130-ohm range. It was noted that the device had 5 months remaining. Ts recommended considering maximum energy commanded shocks at device replacement to further evaluate the shock channel. The ICD and lead remain in service at this time. No adverse patient effects were reported.